Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and that a patient's electrode belt's te pad was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te pad messages, damaged te pad) was isolated to the electrode belt¿s trunk cable black pulse wire being broken in the distribution node (dn). The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.